Event description:
During a one month follow-up appointment following a carotid stenting procedure, the pt had a mi in 2005. Start date was 2005 and the mi continued after this date. The patient' condition was not pre-existing. It was reported to not be related to the device. CPR was administered to the pt and the event resulted in prolonged hospitalization. The patient's outcome was reported to have improved.